Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated non-recoverable error 86 occurred. The customer received phone assistance from the technical support engineer (tse). The tse confirmed repeated non-recoverable error 86 in the logs. The tse had the customer disconnect surgeon side console (ssc) # 1 from the system. The customer was able to use ssc # 2 to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic power distributor (gpd). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the generic power distributor (gpd) for failure analysis investigation. The unit was analyzed and the unit failed with error 86 "an out-of-range voltage value was read from a power distribution board gpd adc register". The power supply was found to be defective. In addition, gpd switches was found broken upon visual inspection. .